Event description:
It was reported that the patient was unable to adjust stimulation. The patient programmer display showed "call your doctor" icon. There was a power on reset (por) condition. The patient had turned stimulation off three days prior to the report and had a procedure where they "shocked" the patient's heart. It was noted that this procedure was likely a cardioversion, but the patient could not confirm. On the day of the report when the patient went to turn on stimulation, they noticed the por message on the patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mx12, implanted: (B)(6) 2014, product type: lead. (B)(4).